Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. Corrected fields: d10. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris from the minor edge chipped objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "there's something stuck in it, we can't get it out." Was due to deformation. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited seed stuck in suction channel causing no passage in suction cylinder. The issue was identified at the time of reprocessing. There were no reports of patient involvement.